Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. Customer stated she was receiving low predictive alerts and threshold suspend alarms when she is not low. The sensor was reading below 73 mg/dl but her blood glucose was over 140 mg/dl. The customer was advised about the insertion and calibration best practices. The sensor would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.